Manufacturer narrative:
It was reported that a patient underwent placement of a trapease permanent vena cava filter. The information provided indicated that the patient became aware that the device is unable to be retrieved ten years and six months post implantation. There have been no recorded attempts to remove the filter. The patient is also reported to be experiencing anxiety. The indication for the device implant was venous leg thrombosis after a recent surgical procedure. The filter was implanted via the right femoral vein and deployed below the renal veins but above the iliac bifurcation. The patient tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0305224 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of filter embedded could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile form (ppf) indicates that the patient became aware that the device is unable to be retrieved ten years and six months post implantation. There have been no attempts to remove the filter. The patient also reports to be suffering from anxiety. The following additional information received per the patient profile from (ppf) indicates that the patient had leg venous thrombosis prior to the index procedure. The filter was deployed below the renal veins but above the iliac bifurcation. The patient tolerated the procedure well.